Event description:
Customer received a reading of 331 mg/dl on her contour ts meter and then a 118 mg/dl on a different meter. The difference between the tests falls in the "c" zone of the consensus error grid which is considered clinically significant. Customer disposed of her meter and used all of the test strips. No product will return for eval. Replacement contour kit was sent.